Event description:
Information received from the field notes <200 ohms bipolar atrial lead impedance. Unipolar impedance was 234 ohms. The device exhibited no bipolar sensing and intermittent capture at 7.0 v. The patient could not tolerate unipolar testing due to pectoral stimulation. The patient had alzheimer's disease and the physician did not want to perform surgery. Therefore, the device was programmed to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Additional information notes atrial lead exhibited greater than 2000 ohms impedance due to a suspected fracture. Loss of capture was also noted. The pulse generator would remain programmed to vvi mode and the patient would be monitored.